Event description:
It was reported that the implantable cardiac monitor was unable to pair to the mobile application due to a suspected bluetooth malfunction. The device was able to be interrogated with a programmer but was not able to pair to the mobile application. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
The reported event of an inability to pair the smartphone to the implanted device was confirmed. Based on the logs reviewed by abbott engineering, it was observed that there was a failure to pair the application due to a configuration anomaly or an improper patient profile setup. The root cause was unable to be determined with the information available.